Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. The user reported that loose screws in the ceiling rail were detected. There is no report of impact to the state of health of any patient or user involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be improper workmanship. The investigation showed that the issue was caused by improper workmanship as the screws were not tightened and properly secured with loctite according to the installation instruction. The screws mentioned are the screws of the cross bracing of both rails which keep the rails parallel and not the mounting screws that hold the guide rails to the ceiling. If these screws fail, the operator immediately notices - as was the case here - because the rails are then no longer parallel and the carriage jams. A possible fall of the rails is not to be expected. The instruction has been double-checked and the matter has been found well described within the installation instruction. This is a single error in workmanship. The screws on site have been secured with loctite by the service organization and the error was not reported again. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.